Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the inner cannula became lodged prior to placing the patient on speaking valve. Emergency trach change had to be completed because the inner cannula could not be removed.